Event description:
(B)(4). Anemia, clotting menses, excessive bleeding, migraines, joint pain, pelvic pain.

Event description:
(B)(4). Hysterectomy on (B)(6) 2015. Since then, dealing with early menopause, pelvic pain, but all other symptoms have vanished. No more joint pain, constant migraines, fatigue.